Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the charging connector of the charging port is broken. There was no patient impact nor harm reported at this time.